Event description:
New information revealed that programming changes were made. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Analysis of the remote transmission revealed low-level, high frequency noise that was inhibiting pacing. The cause was believed to be myopotential oversensing. Programming changes were discussed but not performed. The patient will be monitored with routine follow-up.